Event description:
It was reported that balloon rupture occurred. The target lesion was located in the biliary artery. An 8.0 x 40, 75cm mustang balloon catheter was advanced to predilate the lesion. Upon the first inflation, the balloon would not fully inflate at nominal pressure. The balloon was retrieved intact but was noticed to have ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).